Manufacturer narrative:
The lead was not returned to saluda. A root cause for the reported pain could not be definitively determined; however, the lead placement may have resulted in nerve irritation due to anatomical challenges. The evoke scs system surgical guide details potential risks associated with surgery and spinal cord stimulation including, "weakness, clumsiness, numbness, abnormal sensations or pain" and "epidural hemorrhage, spinal cord injury, possible paralysis or other neurological complications" as a result. The manufacturing records were reviewed and the product met all requirements for release.

Event description:
During implantation of a trial evoke spinal cord stimulation (scs) system, the physician encountered difficulty placing the leads due to patient anatomical challenges. One lead was successfully implanted. The patient reported severe pain while in the post-anesthesia care unit (pacu) and requested lead removal. Intravenous (IV) fentanyl and toradol were administered and the patient was discharged. The physician attributed the patient¿s symptoms to nerve irritation that may have occurred during lead placement.